Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an explant of an intraocular lens, model zct225, was performed because the patient was not satisfied with their vision. An incision enlargement was performed at explant. No patient complications were reported. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned lens revealed that the lens was cut in half most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing record review for this production order (po) revealed that there are no related deviations. A review of the inspection performed during manufacturing process revealed that this lens met power specification. The production order was manufactured according to specifications. A review of the complaints related to this production order was performed and the results revealed that no other complaints for this order number were received to date.   Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.